Event description:
Metal on metal depuy replacement hip implanted (B)(6) 2010 due to osteoarthritis. I experienced a period of relief, followed by increasing pain and discomfort and loss of stability in the left hip in autumn of 2012. X-rays revealed scalloping of the shoulder of the prosthesis into my greater trochanteric. Labs in (B)(6) 2013 revealed increased cobalt levels. All other treatment modalities were exhausted and decision was made to proceed with left hip revision arthroplasty, which is scheduled for (B)(6) 2013. Date of use: (B)(6) 2010 - (B)(6) 2013. Reason for use: left hip arthroplasty.